Manufacturer narrative:
The technician found the valve was sticking. He replaced the valve to repair the bed.

Event description:
Information received indicates when CPR is used the bed will not lay flat.